Event description:
Additional clinic notes for the patient was received. It was indicated that the patient vns demonstrates a significant loss of function including high impedance. It was reported by the patient's father that the magnet activation of the vns now produces no effect which confirms that the battery unit has lost power and needs to be replaced. It was stated that the vns appears to be intact with no specific sign of inflammation or disruption by palpation. It was indicated that the patient should see their primary physician for a baseline physical exam including a chest x-ray that would include the lead connection in the neck, however it was not confirmed this would be performed. The physician would like the patient to get the sentiva to help with the patient's nocturnal seizures and have autostimulation which appeared to be a report of increase in seizures. Information was also received that the patient received a prophylactic battery replacement and lead revision due to high impedance. Pre-op diagnostics were performed showing lead impedance was within normal limits, however during the surgery after replacing the generator, lead impedance was high again after several system diagnostics was performed. Incomplete pin insertion was ruled out after troubleshooting was performed, therefore the surgeon proceeded to replace the lead as well. The explanted products were indicated to have been sent to pathology. The facility the surgery took place does not return explanted devices, therefore product return is not possible

Event description:
Clinic notes for the patient were received indicating that the patient vns demonstrates a significant loss of function including high impedance. It was reported by the patient's father that the magnet activation of the vns now produces no effect which the physician indicated that it confirmed the battery unit had lost power and needed to be replaced. It was stated that the vns appeared to be intact with no specific sign of inflammation or disruption by palpation.

Event description:
It was reported that after interrogation of the device, both high impedance and low output current were obtained. The patient is being referred for a full revision. No surgical intervention has been reported to date. No additional relevant information has been received to date.